Manufacturer narrative:
H3 device evaluation the product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component replaced due to malfunction. The event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component replaced due to malfunction. The event resolved.